Manufacturer narrative:
(B) (4).

Event description:
This is a case that was reported to baxter (B) (4) on 19 november 2008, received from a (B) (4) children's hospital via (B) (4) pharmacovigilance and refers to a male patient (B) (6), that was connected to a r5c8303 homechoice pro cassette. (B) (4). The complaint is of leakage through holes in the lines. There was potential patient harm due to the break in sterility and the patient was given antibiotics as prophylaxis. No details of actual harm have been confirmed at this time. The concerned cassettes will be sent for evaluation by the baxter representative shortly and the areas of leakage will be marked with tape.